Event description:
It was reported that insulin squirted out during the manual prime and that the insulin pump alarmed for a loose drive support cap. The piston continued to move after reservoir contact. The insulin pump had not been dropped, bumped, or exposed to moisture and the drive support cap did not appear to be damaged. The prime could not be competed. The blood glucose reading was 117 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to faulty force sensor resistor gold. No a33 alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.